Event description:
It was reported that during the procedure in the mildly tortuous and heavily calcified left anterior descending artery, pre-dilatation was performed with a non-abbott dilatation catheter. The 3.5 x 18 mm xience v stent delivery system was advanced into the patient anatomy, but was unable to cross to the target lesion. The device was withdrawn and was noted to have a kinked proximal shaft. A new 3.5 x 18 mm xience v stent system was then advanced with difficulty to the target lesion; however, due to the challenging anatomy, the stent delivery system was only able to advance through the proximal portion of the target lesion. The stent was deployed and it was noted that the stent only covered the proximal portion of the target lesion, leaving the distal portion untreated. A 3.0 x 12 mm xience v stent system was advanced through the previously deployed 3.5 x 18 mm xience v stent and multiple attempts were made to cross the previously placed stent. The 3.0 x 12 mm xience v stent delivery system was unable to cross and the device was removed from the patient anatomy. Upon removal, the distal tip of the stent delivery system was found to be collapsed. A non-abbott dilatation catheter was then advanced to the target site. Plain old balloon angioplasty (poba) was performed at the distal lesion and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.